Event description:
It was reported that the patient complains of pain in hip area. Surgeon advised him to file a claim. Patient is scheduled for an MRI tomorrow and will be following up with his surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.